Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the blade of the cutter was dull and it was difficult to cut vitreous and was very inefficient during a procedure. The condition of actuating and aspirating is unknown. The procedure was completed after the product was replaced. There was no harm to the patient.

Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found to be non-conforming with the needle slightly bent and clear foreign material on the port face and on the needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation. The sample was unable to be tested for cut functionality due to the actuation failure. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. The inner cutter / coupling adhesive bond fillet was visually inspected and found to be non-conforming. Wear marks were observed at one location along the inner cutter. No lot number was identified with this complaint; however, a review of the device history records traceable to the lot number obtained from the customer returned device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the returned probe had an actuation failure. The sample was unable to be tested for cut functionality, however, the observed actuation failure would have contributed to a cut failure as was reported. The root cause for the observed actuation non-conformance is due to the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure has been reviewed and was found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The inner cutter / coupling adhesive bond fillet for the returned sample was non-conforming. Therefore, an investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. Probe assemblies are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).